Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The ICD was reprogrammed to right ventricular pacing only. The patient was in stable condition.